Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
While the customer was using a g136, cavitron plus, they allege that the unit seems fine with no insert but as soon as they put insert in the handpiece the insert heats up. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.